Event description:
Additional information received reported impedances were measured but were uneventful. It was noted that the status of eri (elective replacement indicator) was reached in (B)(6) 2015.

Event description:
Information from a healthcare professional for a clinical study, via a manufacturer representative, reported a patient's seizures exacerbated (increased 50% in frequency) starting in (B)(6) 2016. It was supposed the seizure exacerbation was due to the low battery status of the implantable neurostimulator (ins). However, no device deficiency was noted. The interventions/actions taken included an epileptologist visit and medical or surgical intervention. Though, it was unknown if a surgical intervention was planned. No diagnostics were performed. The event was ongoing. The patient was alive with injury. The event was related to the neurostimulator. The patient's relevant medical history includes epilepsy that was diagnosed in 2000. Additional information received reported the battery was near end of life (eol) and the battery had functioned shorter than expected.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the battery functioning shorter than expected was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted/replaced due to the battery being near end of life (eol) on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the date of onset was updated to (B)(6) 2015. It was also stated that the replacement date was on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the ins was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.